Event description:
It was reported that the customer was unable to read the display on their insulin pump. Customer's blood glucose level was 20 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.